Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be exhibiting high out of range shock impedances. The impedances were greater than 125 ohms. In addition, the rv lead exhibited noise which was oversensed and resulted in inappropriate shocks. A revision procedure was scheduled and the rv lead was surgically abandoned and replaced. A fluoroscopy was performed, but no visible damage was observed on the lead. No additional adverse patient effects were reported.